Event description:
It was reported to boston scientific corporation that a spybasket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the basket was fractured at its midsection and dislodged into the duodenum. A foreign body forceps was used to retrieved the fractured basket. Another same device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 2 is (B)(6). Block h6: device code a0501 captures the reportable event that the basket was fractured at its midsection and dislodged into the duodenum. Impact code f2301 captures the foreign body forceps used to retrieve the fractured basket. Block h2: correction to b1 adverse event/product problem. Block a1 patient identifier, and block a2 date of birth has been updated based on the additional information received on september 11, 2025.

Manufacturer narrative:
Block e1: initial reporter address 2 is (B)(6). Block h6: device code a0501 captures the reportable event that the basket was fractured at its midsection and dislodged into the duodenum. Impact code f2301 captures the foreign body forceps used to retrieve the fractured basket. Block h11: the returned spybasket was analyzed, and a product analysis found the basket detached from the catheter. Also, the sheath was observed bent. A destructive test was performed, and part of the sheath was cut. Under microscopic inspection, it was found that the notched hypotube joint had fractured. With all the available information, boston scientific concludes that the reported event of basket detachment of device or device component was confirmed. The basket detachment observed during analysis is most likely due to a random failure of the notched hypotube joint that occurred during the procedure, as confirmed by microscopic inspection (fracture of the notched hypotube). Based on all collected information, the most probable cause is "cause traced to component failure", indicating that a random failure of a device component contributed to the event. Also, the sheath was returned bent. Procedural factors, specifically device handling and the physician's technique (amount of force applied) most likely contributed to the damage observed in the device. That event is catalogued as "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a spybasket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the basket was fractured at its midsection and dislodged into the duodenum. A foreign body forceps was used to retrieved the fractured basket. Another same device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 2 is (B)(6). Block h6: device code a0501 captures the reportable event that the basket was fractured at its midsection and dislodged into the duodenum. Impact code f2301 captures the foreign body forceps used to retrieve the fractured basket.

Event description:
It was reported to boston scientific corporation that a spybasket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the basket was fractured at its midsection and dislodged into the duodenum. A foreign body forceps was used to retrieved the fractured basket. Another same device was used to complete the procedure. There were no patient complications as a result of this event.